Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device result to inrs were 8.0/5.1 on 10/06 and 4.8/3.3 on 9/06. The device was replaced and requested to be returned for eval.